Event description:
It was reported by service report that the retractable head section of the cot was bent and broken near the right load wheel. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Load wheel casting; retractable head section.